Event description:
An (B)(6) male pt with altered mental status in respiratory failure. Was subsequently intubated and placed on a hamilton g-5 ventilator. The event occurred with a hamilton g-5 sn #(B)(4) on (B)(6) 2017, pt, (B)(6)- it was discovered a mode failure occurred during the daily spontaneous breathing trial. The pt had received multiple attempts at spontaneous mode ventilation over the course of 4 days. The g-5 was pulled out of service and replaced with a galileo ventilator. The pt was subsequently extubated after 2 hours on the galileo. The g-5 was brought to the respiratory therapy department for post failure analysis. It was discovered that in spontaneous breathing mode, there was no flow or ventilation noted. When place in volume a/c mode, the ventilator worked fine. The g-5 also passed the extended safety test (est) which included the high pressure test and flow sensor test as well. Hamilton medical tech support was contacted by ovmc bio-med and resp therapy. Hamilton indicated that a rep will be sent on monday (B)(6) 2017 for further analysis. If there are any questions, please let me know. Thanks for all your help.